Event description:
It was reported that the right atrial (ra) lead was explanted and replaced four months after implant due to product performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacemaker 2009 (B)(6); 5076 implantable pacing lead 2009 (B)(6). (B)(4).